Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 7279, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2004. Product ID 6932, serial# unknown, implanted: (B)(6) 2004, explanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.